Event description:
During a bicep brachii tendon repair the inserter and anchor slipped and could not be inserted fully. The site was prepared using a 2.8 mm drill, and axial alignment to the hole was maintained. Anchor was removed from the body with pliers. An additional anchor was inserted to finish the surgery. A delay of 30 to 40 minutes resulted. No patient injury or complications took place. Not sure if "slipped" is an approriate word, but the anchor and inserter slipped on each other. When the anchor was inserted halfway, only the inserter rotated and anchor did not. It is suspected that the hex part of the anchor or the inner hex of the inserter became rounded.